Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with cracked display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. No blood glucose reading provided. Customer stated there could be possible sweat exposure. Advised the customer that insulin pump would be replaced. No further information provided.